Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
After a routine dialysis treatment using a revaclear 400 dialyzer, a home patient presented with acute severe stomach pains and difficulty breathing. At the start of treatment, anticoagulation was provided using tinzaparin sodium 9000 i.u. The blood flow rate was reported to be at 296 ml/min, arterial pressure 72 mmhg, venous pressure 119 mmhg and transmembrane pressure 15 mmhg. The patient was admitted to the hospital. An electrocardiography (ECG) was performed and oxygen was administered to the patient. The patient was diagnosed with "severe hemolytic anemia" and received five blood transfusions. The gastrointestinal symptoms persisted several days, with stomach pain and shifting defecation pattern. The patient was discharged from the hospital after nine days and reportedly recovered after the event. No additional information is available.